Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had contacted their healthcare provider about the reported issues. They reiterated that the fall affected the device, but did not clarify a cause. It was noted that the steps to resolve were to be determined and the issue was not yet resolved, possible replacement had been discussed, but the resolution was yet to be determined.

Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient lost stimulation and they were not feeling stimulation no matter what program they changed to. Therapy theory/usage was reviewed. When asked if they had a return of symptoms, the patient stated they felt " stimulator doesn't work 100%". Therapy expectations were reviewed with the patient and they stated they were getting "maybe 50%" reduction in symptoms. They had tried increasing stimulation and were still not feeling anything. They always had therapy on and usually felt stim (pulsing) at night and noticed the other night that they weren't feeling anything. That was when they tried to change programs/increase stimulation and still weren't feeling stimulation. They confirmed therapy was on, and stated this started, "I think it was over the weekend," and reported they got a very strong stimulation sensation twice. They were standing/walking when this occurred. They denied being near any electromagnetic interference (emi) when this occurred. When asked, the patient stated they did have a fall and fell on the side of the implant (right side). The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.